Event description:
Original date of sij fixation was (B)(6) 2014. In (B)(6) 2016, the patient complained of new leg pain; no si joint pain. A CT confirmed the longer implant was approaching the foramen. The patient underwent a revision procedure in which the surgeon removed the implant. It was not replaced with another.